Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Event description:
It was reported that a decrease in sensing, high impedance and increase in threshold were observed. During the surgical procedure for possible lead repalcement, the subclavicular vein couldn't be tapped. Hence, the lead was left implanted, and the patient would be sent to another hospital. No further information is available.